Event description:
Related manufacturer reference number: 2017865-2022-00844. It was reported that the patient presented in clinic due to infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced, and a new lead was implanted into the left ventricle. Further information was requested but not received.